Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported the pt received less IV fluid than intended. At an unspecified time the pump was programmed to deliver 5% dextrose and normal saline at a rate of 80ml/hr, with a volume to be infused (vtbi) of 960ml and the delivery was initiated. At an unspecified time, the pump display indicated the delivery was complete: however, the nurse noted 200ml remained in the container when it was expected to be "almost empty." At an unspecified time, the container was replaced and the therapy was resumed. After 12 hours, the nurse noted the display indicated the delivery was complete; however, 200ml remained in the container when it was expected to be "almost empty". The pump was removed from clinical service. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.